Event description:
The customer reported that the sys would intermittently alarm and shut down without command. There is no report of pt injury or death.

Manufacturer narrative:
A ge rep evaluated the sys and reseated circuit boards and connectors. The sys operates as intended.